Event description:
It was reported that this right ventricular (rv) lead was implanted with good values on the pacing system analyzer (psa). Device based testing was performed and no oversensing on the rv lead was noted during the entire procedure. However, post procedure evaluation noted the rv lead was oversensing the atrial channel resulting in double counting. The rv sensitivity was increased to 1.5mv to prevent oversensing of the atrial activity. The physician suspects the oversensing is due to the proximal positioning of the lead and the integrated sensing of the rv lead. Additionally, the physician noted the oversensing may not have occurred if the lead was true bipolar and sensed tip to ring. The patient will continue with current follow up schedule and consider defibrillation threshold (dft) testing in the future if the patient's ejection fraction (ef) improves. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.